Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported "capsular contracture, baker grade iii/IV" against right side device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, g2, h6.

Event description:
Healthcare professional reported seroma, calcification, and cyst.